Manufacturer narrative:
Additional information was received stating this system exhibited no capture on the rv channel. The lead was returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system did not provide pacing therapy when it was required for this patient. A revision procedure was performed and this right ventricular (rv) lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating an x-ray was not performed to asses the lead or the device header. The replacement lead functioned appropriately with the chronic device which remains implanted. This lead is expected to be returned for testing. This product issue will be re-evaluated if additional details are received.